Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that his ins became discharged within a week when he didn't have it on. The patient reported that the ins had 3/4 charge when he turned it off and went to (B)(6) for a week. The patient reported that he came home and was surprised to find that the ins was discharged, so he charged after getting home. The patient reported that the ins charge level depleted faster than expected. No further complications were reported.